Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
The patient's peritoneal dialysis (pd) nurse stated the patient was admitted to the hospital on (B)(6) 2014 with chief complaints of abdominal pains, vomiting and shortness of breath. The patient was cultured in hospital and diagnosed with peritonitis without allegation of device malfunction. The nurse stated the episode of peritonitis was due to touch contamination, where the patient did not practice aseptic technique during treatment: the patient did not wash their hands and did not don a mask. The patient was discharged from the hospital on (B)(6) 2014 and may switch modalities to hemodialysis as the doctor was not confident the patient would consistently complete treatments on his own. The nurse stated the patient was able to complete treatments using the cycler while hospitalized, thus no treatments were missed. Medical records were requested.